Event description:
The patient stated that in 2007, her blood glucose was elevated to 295 mg/dl when she woke up. She bolused through her infusion device to lower her blood glucose. She then received an e4 (occlusion) while at work and she drove home to change her infusion set. She corrected elevated blood glucose via insulin pen. Her normal blood glucose level is 120 mg/dl. The patient was unsure of the lot number of the infusion set in use at the time of the incident. She will return 2 lots (411716 and 232243). No further information is available. Product will be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.